Event description:
It was reported that the user experienced recurring restart and malfunction alarms, including error codes 32 related to delivery motor communication and 38, while using the ilet system; the user was traveling and reported very high blood glucose during the episode. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery and the need for troubleshooting. Investigation included remote troubleshooting support and user-guided corrective actions. Investigation of this case revealed that the alerts cleared after the user performed a supply change, after which no further issues were reported. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable operational disruption consistent with transient device communication or delivery interruption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.